Event description:
It was reported that the coating was flaking off the guidewire prior to medical procedure. No patient involvement.

Manufacturer narrative:
Device evaluated by mfg/summary attached - updated to yes. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire was slightly bent at approximately 3.0cm from its distal end and the ptfe (polytetrafluoroethylene) coating was scrapped off on several places along the guidewire proximal 64.0cm length. During functional testing, the guidewire torque was not smooth and there was slight resistance felt during advancement of the guidewire through a demo microcatheter due to the bend on the guidewire. The ptfe coating appeared to have peeled due to the introducer and an insecurely tightened torque device, however, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause could not be definitively determined.

Event description:
It was reported that the coating was flaking off the guidewire prior to medical procedure. No patient involvement.